Event description:
The customer reported a possible overinfusion during clinical use. The patient reportedly received 250cc of heparin in 3hrs 45 mins. They were supposed to receive the 250cc at 10.0cc/hr in 25 hrs. There was no reported patient injury or medical intervention.